Manufacturer narrative:
The suspect medical device has been not returned for engineering evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were identified. A search of the complaint database could was completed and there were no additional complaints for the same lot number.

Event description:
The account alleges that during the procedure, the guidewire was difficult to insert into the radial artery leading to vasospasm. After removing the guidewire, the clinician found it was kinked and the surface was rough. The guidewire was exchanged for a new one to complete the procedure. No additional patient consequence to report.